Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a "blockage" alert during the load fill tubing process. Tandem technical support was unable to confirm any alerts or alarms in pump history. Customer's blood glucose level was 250 mg/dl. Reportedly, the customer loaded a new cartridge and successfully resumed insulin therapy.